Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent and abdominal pain. On the same day, the patient was hospitalized for the event. The patient was treated with cefazolin (dose, route, frequency and duration ¿ two days) and intraperitoneal zidimbiotic (one gram every day, duration ¿ two days) for peritonitis. Three days after being admitted, the patient began treatment with intraperitoneal proxacin (200mg, every day, duration ¿ ten days) and intraperitoneal tienam 0.5g (one gram, every day, duration - ten days) for the event of peritonitis. Twelve days after being admitted to the hospital, dianeal therapies were discontinued and antibiotic therapy was complete. Twenty-six days after being admitted, the patient was discharged from the hospital. At the time of this report, the patient was not recovered from the peritonitis event. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.